Event description:
Caller reported a tandem mobi cartridge alarm, and there was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which completed successfully, but the original cartridge could not be reloaded. As the caller had previously reported similar cartridge alarms, technical support decided to replace the pump. The caller was informed about the replacement pump's software and instructed on returning the defective pump and programming settings into the new one. The customer planned to use multiple daily injections to ensure insulin delivery was not interrupted.